Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable root causes include: image is interrupted (due to dp board malfunction). Software version is not up to date. Older version of the power switch. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was not confirmed, as the front panel buttons were found to be functional however, further testing found the device with bad video image due to a faulty dp (display port) board. The identified parts were replaced, device was repaired. The device software was upgraded. Once completed, the device was tested and passed all required testing and specifications. Based on device evaluation, the reported issue was not confirmed, however, a faulty dp board was found. This faulty device likely attributed to the users reported issue. The faulty board was replaced and the issue was resolved.

Event description:
It was reported that the device when it was power on, it started to oscillate all of its system led from the front control panel which makes the keypad and its functions uncommunicated. There was no patient involvement on this event.